Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2017 an endoleak of unknown origin was discovered on follow up. On the same day, a reintervention occurred whereby embolization of a branch vessel was performed. The patient tolerated the procedure.

Manufacturer narrative:
G1. Manufacturing site name and address: medical sunnyvale 1327 orleans dr sunnyvale, ca 94089.